Event description:
Within 30 days of implantation my body had finally started shutting down trying to fight against adverse effects due to products metals. No testing was done prior to procedure being performed to see if I was allergic to the nickel or pet fibers contained in the coils. By the 6th month of being implanted I was having extremely painful cramping, more so during cycle. Metallic taste in mouth with progressive tooth decaying, vision deterioration, hair loss, bleeding from rectum, stress incontinence, right leg pain and swelling (since day of procedure), headaches, memory lapses, depression, weight gain, and extreme irritability. Moving into the 12th month of having the implants, and after lots of tests, sonograms, intensive treatments I had a 3rd opinion given. All 3 doctors had the same opinion. The coils had migrated to other organs causing significant tearing, incisions, and injuries. Resulting in the complete removal of all my reproductive organs in other words, a complete hysterectomy. Leaving me unable to produce my own hormones, inability to control bladder at all. Unable to successfully push using stomach muscles during bowel movements. Now have to wear bifocals, and due to costs of hormone therapy am left to use synthetic hormones. Use to have beautiful smile and hair... Now too old and broken, very sad.